Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 467 mg/dl. During troubleshooting, it was found that customer was exposed to metal detector at airport. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, missing end cap sticker and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.